Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not reflected in the station. A technical support specialist dialed into station and verified server communication and data synchronization logs and confirmed everything was normal. Checked patient unit; still assigned to fchus. Customer confirmed patient was transferred to fchis. The tss advised customer to re-register patient to new unit and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user stated that the patient was previously in long term care and, after admission, the patient details for one patient did not reflect on the station. A reboot was attempted but was unsuccessful. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.